Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after the catheter inserted into the patient, the pump triggered a helium leakage alarm. Change the catheter". The second catheter was inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine".